Manufacturer narrative:
(B)(4). One single-use device was received for evaluation. Visual inspection revealed a hole in the tubing. The hole appeared to be a pinch. Functional testing including pressure testing and clear passage testing was performed, and failed due to the hole. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a clearlink y-type blood/solution set had a hole midway down the tubing. This was noted during a platelet transfusion, and led to platelets leaking. This event involved a (B)(6) year-old female patient, 105.5 kg. The patient is white and not hispanic/latino. There were no patient consequences. No additional information is available.